Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
The lead was returned and analyzed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post-operative device check, the atrial amplitudes had changed from 3.0 to 12.0 mv. Through further testing, it was discovered that the lead had dislodged. The patient was hospitalized and a new ra lead (of the same product family but different fixation type) was successfully implanted. No additional adverse patient effects were reported.